Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d4, d9, g1, g3, g6, h1, h2, h4, and h11. Corrected: d2, g4.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11 visual evaluation of the returned products identified that the products exhibit signs of use (nicked or gouged) and one of the ball bearings and both springs are missing (missing ball bearing and springs are not returned). Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. This complaint is confirmed by visual evaluation of the returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that while assembling a tray it was discovered that a ball was missing from a tasp. This did not happen during surgery. There is no additional information available.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.